Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was contamination on the response button switch. The root cause for the contamination could not be positively identified. There is no indication that the device malfunction caused or contributed to the adverse event as the patient was in a non-life sustaining rhythm.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received five inappropriate treatments and a non-lifevest defibrillation. The device was started up at 07:54:49 on (B)(6) 2025. At 08:58:22 on (B)(6) 2025, an arrhythmia was detected. ECG shows intermittent cardiac activity and CPR/motion artifact. At 08:59:18, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. Between 09:00:03 and 09:01:18, the patient received four inappropriate treatments. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of each treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 09:02:06, the patient received the fifth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The electrode belt was disconnected at 09:16:38 on (B)(6) 2025.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received five inappropriate treatments and a non-lifevest defibrillation. The device was started up at 07:54:49 on (B)(6) 2025. At 08:58:22 on (B)(6) 2025, an arrhythmia was detected. ECG shows intermittent cardiac activity and CPR/motion artifact. At 08:59:18, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. Between 09:00:03 and 09:01:18, the patient received four inappropriate treatments. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of each treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 09:02:06, the patient received the fifth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The electrode belt was disconnected at 09:16:38 on (B)(6) 2025.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.